Manufacturer narrative:
Brand name: the manufacturer and brand of the sling product that was implanted is unknown. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that during implant of a sling, a "coecum perforation" occurred, details not indicated. No additional patient complications were reported in relation to this event.